Manufacturer narrative:
The failure mode of "removal issues" was removed and investigated under "difficulty inserting/removing pump through introducer" as the removal issue occurred when removing the pump through the introducer. The root cause of the difficulty inserting/removing pump through introducer was most likely due to a sheath kink. The root cause of the product damage was most likely use related as the delo joint was intact and resistance was encountered when removing pump through introducer sheath kink. An additional failure mode of "product damage (detached inflow/outflow - peripheral vessel) was added as the pump was returned damaged with outflow cage separated. The root cause of the product damage was most likely use related as the delo joint was intact and resistance was encountered when removing pump through introducer sheath kink. The root cause of the difficulty inserting/removing pump through introducer was most likely due to a sheath kink. E4 should have been left blank on manufacturer device report. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported the 61-year-old male patient was implanted with an impella cp device for mechanical circulatory support. Upon explanting pump, resistance was met and with further tension. The pump came apart at the area of the connection of the motor housing and cannula. The separated portion of pump was contained in the peel away sheath and was obtained when peel away sheath removed. Manual pressure held for hemostasis, distal neuro-vascular intact. There was no harm reported.